Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the customers upholstery keeps getting the hammock effect. The patient is a quad and we are looking at getting him a cushion rigidizer and a cushion. Patient is (B)(6).